Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.

Event description:
It was reported that the insulin pump alarmed during the prime process. It was also stated that the insulin pump squirts out after the piston makes contact with the reservoir. Nothing further was reported.